Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient mentioned of a fractured lead. The patient already talked to the physician. To date, this lead remains implanted. No adverse patient effects were reported.